Event description:
The subject device was used during an uncertain procedure. After unk error message displayed, the device stopped working. Investigation result of sales company of olympus group found that the ptfe pad of the device was separated. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.